Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 141, 157, 280, 203 and 221mg/dl. Customer stopped using the meter several months ago. Customer stated the results were higher than on another device; meter to meter comparison results were not provided. Customer also stated the display screen of the meter was flickering. The customer¿s expected am fasting blood glucose test result range is 114-135mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/21/2022 and test strips were opened in june. The customer did have another vial of the same lot number of test strips that were unopened. The meter memory was reviewed for previous test result history: (B)(6).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 141, 157, 280, 203 and 221mg/dl. Customer stopped using the meter several months ago. Customer stated the results were higher than on another device; meter to meter comparison results were not provided. Customer also stated the display screen of the meter was flickering. The customer¿s expected am fasting blood glucose test result range is 114-135mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/21/2022 and test strips were opened in (B)(6). The customer did have another vial of the same lot number of test strips that were unopened. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 07-feb-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips (2 vials, 1 sealed, same lot number) were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.